Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak, vascular bypass); patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (migration, endoleak, vascular bypass); device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 years ago. Vessel and aneurysm morphology at implant is not available. It is unknown if the patient had been in for regular follow-ups as the graft was implanted by a different physician. It was reported that the aneurx bifurcated stent graft had migrated about 3 cm due to neck dilation. A proximal type I endoleak was present. The physician decided to implant a endurant 32 aui device and performed a bypass conversion resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.